Event description:
The customer reports that while adjusting the o2, the ventilator's front panel blanked out then the numerics froze. The alarms were unknown. There was no pt injury. The customer also reports the low minute volume alarm potentiometer is erratic.